Manufacturer narrative:
A ge representative evaluated the system and was unable to duplicate the reported problem. Ge representative checked the unit low voltages, reseated the workstation and generator boards. System operates as intended.

Event description:
The customer reported the system would not produce x-rays. No pt injury was reported.